Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) undergone surgical procedure. The physician observed a large number of ventricular tachycardia (vt) events related to electro cautery used during surgery. The patient had a subsequent stroke. The physician wanted to review data related to the event observed during the surgery, however boston scientific technical services (ts) informed that patient was not enrolled in the patient remote monitoring system. Attempts to obtain additional information from the local boston scientific representative were unsuccessful. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.